Event description:
It was reported that the right atrial (ra) lead exhibited high pacing threshold and a high impedance reading of over 3000 ohms. In addition, it was noted that there was a low sensing trend. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo. Product ID (B)(4) cardiac resynchronization therapy defibrillator implanted: 2011 (B)(6); product ID 0155 competitor implantable tachy lead implanted: 2011 (B)(6); product ID 419488 implantable pacing lead implanted: 2011 (B)(6). (B)(4).